Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the anti-bacterial filter exploded during the injection of the test dose in the epidural catheter. No patient/user injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one flat filter and one 3ml injection syringe. A visual exam was performed and no issues were found with the returned syringe. The flat filter appeared to be used as adhesive residue was present on the filter body exterior. No cracks were observed on the filter body. A manual leak test was performed using the returned flat filter and a lab inventory 10ml syringe filled with water. The syringe was attached to the flat filter at the female luer, and using hand pressure, the water was injected through the filter to establish flow. A leak could be seen immediately exiting along the seam of the filter body. A device history record (DHR) review was performed on the flat filter with no relevant findings. The reported complaint of a leaking filter was confirmed based on the sample received. The returned flat filter was confirmed to leak from along the seam of the filter body. A DHR review was performed on the flat filter with no evidence to suggest a manufacturing related cause. The customer returned a 3cc syringe with the flat filter. The IFU for this kit indicates that the user should inject using a 20cc syringe. The smaller the syringe used, the higher the injection pressure generated. Other remarks: based upon the sample provided and the damage observed, it was determined that the filter seam was popped due to the increased injection pressure generated by using an incompatible syringe which resulted in a leak.

Event description:
The customer alleges that the anti-bacterial filter exploded during the injection of the test dose in the epidural catheter. No patient/user injury reported.